Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an error 9 while using the device updater to update their pump. During troubleshooting, tandem technical support advised for the customer to attempt to unplug the pump from both ends of the cable then reconnect it to the computer; however, the issue was not resolved. The customer plugged the pump into a wall outlet but the pump still did not turn on. Reportedly, the customer was unable to continue the update process and was unable to use the pump. There was no information provided regarding the customer's blood glucose level. It was confirmed that the customer had an alternate method of insulin delivery available.